Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported problem of error 23000 and replaced universal surgical manipulator (usm) 1 to resolve the issue. The system was tested and verified as ready for use. Isi received the usm associated with this complaint and completed its investigation. Failure analysis investigation confirmed and replicated the customer reported complaint. The unit was tested on an in-house system and failed normal mode as it triggered 23000 and 23002 errors on the yaw. The unit failed on a patient side cart (psc) fixture test platform as it failed the sensors check test on yaw. The unit also failed a sine cycle test with errors 23008 on the yaw. The yaw search light printed circuit assembly (pca) was swapped out with a new one and the error no longer occurred. The original yaw pca was reinstalled, and the errors returned. The unit was tested on a psc fixture test platform with a new yaw pca and went through additional testing, and passed all required tests.

Event description:
It was reported that during a da vinci-assisted bariatric revision surgical procedure, universal surgical manipulator (usm) 1 was disabled. There were errors that occurred on usm1, and the site disabled the usm after attempting to recover the fault. The system logs confirmed travel limit errors reported by usm1, axis 1. An intuitive surgical, inc. (Isi) technical support engineer (tse) recommended the site power-cycle the system, however the error returned. The tse recommended the site disable the usm and system then completed power up. The surgeon continued with usm1 disabled. The procedure was completed with no reported injury.